Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported low down stream occlusion pressure. The evaluator tested the device for proper downstream occlusion detection and found the device to detect below the lower limit of the specified pressure range. A review of the event history log identified multiple down stream occlusion messages. The cause was determined to be a failed force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a low downstream occlusion pressure. There was no known patient injury, or medical intervention associated with this event. No additional information is available.